Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this patient with a valve model 7000tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. A 29mm sapien 3 valve was implanted within the surgical edwards valve using the transseptal approach. As reported, the valve was implanted with a good result.